Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# va03l5m, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) pocket did not heal. The reporter stated the patient¿s healthcare professional (hcp) removed the ins from the lead and the lead was tunneled to the patient¿s other side where the ins was reattached and the incision closed. It was noted the hcp cleaned and flushed the other pocket. It was further noted the manufacturing representative ran impedances and everything but ¿0,2¿ fit within the manufacturer's guidelines. It was reported that there were no patient symptoms and the patient suffered no injury.